Manufacturer narrative:
The report of suspected thrombus and a specific cause for the elevated lactate dehydrogenase levels could not be confirmed based on the evaluation of the returned device. The pump was returned with the driveline cut less than 1 inch from the pump housing and the severed portion of driveline was not returned. The sealed inflow conduit, the sealed outflow graft, outflow graft bend relief, and outflow elbow were not returned. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no depositions. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope. No abnormalities were found. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Hemolysis and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 63 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital after several days of dark urine, a lactic acid dehydrogenase (ldh) level of 537 u/l (from 388 u/l on (B)(6) 2016), and decompensated heart failure. The patient was treated with IV bivalirudin. The patient's ldh level decreased to 388 u/l and the patient's urine cleared. The patient was also diuresed with IV lasix and was euvolemic on the day of discharge. The patient was discharged in stable condition to a rehabilitation hospital with daily ldh level checks and urinalysis. The patient continues to have intermittent dark urine and elevated ldh levels. The patient was upgraded to status 1a (b) for suspected pump thrombosis on (B)(6) 2016. The patient received a heart transplant on (B)(6) 2016. No further information was provided.